Event description:
On (B)(6) 2009, a company representative reported that the pt was having infusion set issues. Upon follow up with the pt on (B)(6) 2009, she stated she received an e4 on approximately (B)(6) 2009 and the cannula of her infusion site was bent. She then received another e4 on (B)(6) 2009. She stated that she had begun use of a different type of infusion set with a shorter cannula length and she believes this is what caused the e4 error. She was sent an infusion set insertion device and complimentary infusion sets. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.